Manufacturer narrative:
Concomitant medical products: product ID: 3093-33, lot# v851499, implanted: (B)(6) 2012, product type: lead. Product ID: 3093-33, lot# v772513, implanted: (B)(6) 2012, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient was experiencing a loss of therapeutic effect. The patient had some other health issues and needed assistance getting a representative to do a re-programming appointment. The patient's physician had tried to call the representative, but not received a response. The patient was very flexible for the next two weeks. The patient had been adjusted 2-3 times since her implant. The patient had not been getting the same relief that she used to get prior to her procedures. It was also noted that the patient hadn't gotten adequate education. The patient got great therapeutic results for the first 4 months then declined. Then the patient had it adjusted following which she got great relief for 6 mos. After that the patient had it adjusted again and got great relief until (B)(6) of this year. At that time, the patient's medical team began to focus on a surgical solution for her prolapse. The patient's urgency hadn't been as bad since the surgery, but it was not where it had been in the past and that was why the patient was requesting a re-programming appointment. The patient had "a lot going on" in her body. If additional information is received, a follow up report will be sent.